Event description:
The plaintiff's attorney alleged on or about (B)(6) 2004, the decedent suffered from a stroke followed subsequently by cardiac arrest and expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
The is one event for the same patient involving two separate products.